Manufacturer narrative:
No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. Root cause for the complaint condition could not be determined. Potential root causes: the product labeling for silikon provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Surgical technique, product handling and storage are unknown. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. Per monthly trending, no associated trend alert(s) were observed. All complaints are reviewed on a monthly basis, and corrective actions will be defined if required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Tugce hc, berrak sg, kenan s, an important complication of retinal detachment surgery. J ret vit 2024; 33: 207-211. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature article an author reported that the silicone oil was used in the vitreoretinal surgery. One month post operative to the surgery the patient had decreased best corrected acuity, but yellow spots observed in the macular area. No improvement in subretinal fluid was observed after three months of surgery. The persistent subretinal fluid remained in the patient's eye after one year of surgery. Postoperatively corticosteroid injection treatment was provided to the patient. The current patient status was not resolved.